Event description:
Multiple arterial air alarms occurred at the start of a routine hemodialysis treatment which could not be resolved by the operator. Treatment was discontinued without performing rinseback due to possible clotting, resulting in an estimated blood loss of 190cc. The pt's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The user's guide contains adequate information regarding probable causes of alarms and alarm recovery instructions. Arterial pressure alarms are typically caused by inadequate vascular blood flow to meet the commanded blood pump flow rate. The pt's standard epogen dose was increased. No other medical intervention was required. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.